Event description:
Pt sample was tested with architect analyzer for bhcg. A result of 3 iu/ml was obtained in 2003. The day before the pt bhcg result was 125iu/ml. The pt had a spontaneous abortion. The sample from the 2nd day was retested yielding a result of 269iu/ml and 305iu/ml. There has been no report of impact to pt management.